Manufacturer narrative:
The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report. The lot number was not provided; therefore, the device history records could not be reviewed and a lot history trending review could not be performed. The instructions for use (IFU) identifies aneurysm rupture as potential complication associated with use of the device.

Event description:
As reported, this was an unruptured aneurysm in a patient that ruptured after web placement. Case was a mca bifurcation that happened in april 2022.